Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of suction loss while laser firing (during raster pattern) with an intralase patient interface (pi) in the right eye. It was noted that the surgery was not completed successfully. Patient is to return for prk (photorefractive keratectomy) on the right eye and to do the lasik for the left eye. There was no patient injury reported. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.25 x -4.00 x 170, left eye pre-op 20/20 -1.50 x -3.75 x 15. This report is two (2) of two.